Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was successfully extracted using approved software. A watermark was not observed at the base of the sensor tail, indicating the sensor was not properly inserted. The sensor was sent for further investigation and de-cased. Visual inspection has been performed on the returned sensor's pcba (printed circuit board assembly) and no issues were observed. Smu (source measurement unit) testing was performed to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer noted a diagonal downward trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Customer reported receiving readings of 65 mg/dl, 365 mg/dl, 170 mg/dl, 180 mg/dl, and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.